Event description:
The patient reported that when she programmed her bolus of 3.90 units of insulin via the pump the morning of (B)(6) 2011, the pump cancelled the bolus after 1.90 units of insulin was delivered. She stated that she did not press any keypad buttons when the pump cancelled her bolus and that the pump did not emit an alarm. The keypad was reportedly intact; she claimed that the keypad buttons were functioning appropriately when pressed and were not sticking. The patient alleges she delivered her bolus via pump and confirmed this when she reviewed the pump's history and noted that 1.90 units out of 3.90 units of her bolus had cancelled. It was indicated that the patient will continue to monitor her bolus history on the pump until she receives a replacement pump. She reportedly wore the pump attached to her belt and did not clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.